Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and discussed system testing with the caller. Non-invasive programmed stimulation (nips) was performed at which time all measurements were within normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shock impedance measurement greater 125 ohms in all configurations. The caller stated there has been a gradual rise in the measurements. No adverse patient effects were reported.